Event description:
The reason for call was the patient reported that since they got the implant, they've had a difficult time getting things to work and that they thought the devices might be working against each other. The patient further clarified this comment and stated that they also had a boston scientific stimulator for spinal stenosis for the past 4-5 years and that they'd only had the medtronic device for the past 8-9 months and that it seemed like when both units were on 24/7, they cancelled out each other and the pain was constant in their thighs, their scrotum and in their back. Patient said they kept hoping that the spinal cord stimulator would adjust to help their pain but it won't and that they would try putting up with the pain for 2-3 weeks at a time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).